Event description:
Infusion pump turns on and off by itself. It was not specified if this had occurred while infusing on a pt. No pt injury was associated with this report and no incident reports have been filed since the last baxter service event.